Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 977d260, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 22-aug-2020, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 22-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that an extension was removed and a new one was put in. It was reported the patient was not using them anymore because they did not work and there was currently only one left in there.no further complications were reported/anticipated.